Event description:
The customer reported via phone call that he hospitalized due to high blood glucose. Customer's blood glucose was 500 mg/dl. The customer was admitted to the hospital. The customer was put back on pens by the healthcare provider. The customer declined to troubleshoot and wants the device to be replace. The customer was advised that the device would be replaced.

Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/a33, and excessive no delivery alarm test. Unit functioned properly. No physical damage noted during visual inspection.